Manufacturer narrative:
This case was already reported by zimmer inc. (B)(4) under MFR report number 0001822565-2016-04737. It was taken over by zimmer (B)(4) as on january 26, 2017 it became aware that the product was manufactured at zimmer (B)(4). The report at hand contains all available information. The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is cmp-(B)(4).

Event description:
This case was already reported by zimmer inc. (B)(4) under MFR report number 0001822565-2016-04737. It was taken over by zimmer (B)(4) as on january 26, 2017 it became aware that the product was manufactured at zimmer (B)(4). The report at hand contains all available information. It was reported that the patient was implanted a durom us acet cmpnt 58/52 r on (B)(6) 2007 on the left side. The patient underwent a revision surgery on (B)(6) 2016 due to pain, elevated metal ions and inflammation. Additional information has been requested and is currently not available.